Manufacturer narrative:
(B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during procedure performed on for hemostasis. According to the complainant, the connector for the gold probe device broke into two pieces, while disconnecting it from the bipolar adaptor cable. This occurred after the procedure had been completed with the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the connector body assembly was partially separated from the cap connector. A dimensional inspection was performed on the inner diameter of the cap connector and outer diameter of the connector body assembly; both measurements were within specification. A functional evaluation was not performed due to the device return condition. The condition of the returned incident device was consistent with the complaint that the probe connector broke into two pieces. The evaluation found that the electrical connector (banana plug) was not fully snapped. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during procedure performed on for hemostasis. According to the complainant, the connector for the gold probe device broke into two pieces, while disconnecting it from the bipolar adaptor cable. This occurred after the procedure had been completed with the device. No patient complications were reported as a result of this event.